Event description:
On (b)(6) 2026, Dr. (b)(6) reported that the (b)(6) office encountered an issue with the Driver Ø3.5/4.3 Long and Driver Ø3.5/4.3 Short. The doctor confirmed that while removing a 4.3 x 10 implant, the Driver Ø3.5/4.3 Long was used, and while removing a 3.5 x 10 implant, the Driver Ø3.5/4.3 Short was used. The tips of both drivers became stuck inside the implants and fractured. The doctor confirmed that there were no issues with the implants. Additionally, the doctor mentioned that they have not experienced any issues with the drivers from the old surgical kit, and that the old drivers fit the implants perfectly.

Manufacturer narrative:
The device has not been returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Once an investigation is completed and a supplemental report will be submitted. Manufacturer internal reference number: (b)(4).